Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings were delayed. Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. The device logs were downloaded and the readings were delayed was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.